Event description:
It was reported that (1) device was used during a hartman procedure. It was reported by the affiliate that after firing the tlc55 instrument, the device was difficult to remove from the tissue, because it stuck to the cartridge. There was a little bleeding and the surgeon used stitches to complete the case.